Manufacturer narrative:
The device was received for evaluation. During functional testing, pump alarms door is not closed was not reproduced. A review of event history log revealed multiple occurrences of door jammed messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be missing mechanism mounting screw. The mechanism requires to be removed from front case to be reinstalled properly to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarms door is not closed during unspecified process step in the general medicine department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.